Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer complained about sensor reading discrepancy. It was stated that the sensor glucose was reading 8 mmol/l and the blood glucose value was 26 mmol. Customer had calibration errors. Customer also had issued with the last sensor and had to remove it. It was stated that after the third day the sensors start to malfunction. Customer was very upset that the type of insulin pump he wears does not have the threshold suspend feature. His last blood glucose was 19.2 mmol/l; customer did not treat because it is coming down from being at 26 mmol/l. Nothing further reported.